Manufacturer narrative:
Additional information received indicating that both gauges on the device were not at zero. Two pictures were returned for evaluation indicating this. No product will be returned.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pointer on the pressure gauge failed to return to a value of zero due to an unspecified reason. It was also reported that at times the pointer registered a high value and suddenly dropped. The operator replaced the device after encountering the aforementioned product problems. No patient injury or complications were reported in relation to this event.